Event description:
It was reported that the patient presented remotely via (B)(6) . Review of the transmission revealed that the implantable cardioverter defibrillator exhibited back up operation. Programming changes were performed. The patient was in stable condition.